Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported "capsular contracture with rupture¿. This record is for the left-side. Device has been explanted and it is unknown if the device will be returned.